Manufacturer narrative:
Product analysis: visual and microscopic examination of the inflatable bone tamp balloon identified a sharp cut at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# ke152, 510k# k123771 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty procedure due to osteoporotic fracture at th8. Intra-operatively, the inflatable bone tamp (ibt) ruptured during inflation. The ibt failed during the first insertion attempt into the vertebral body. No patient complications were reported as a result of the event.